Manufacturer narrative:
H5 - labeled for single use? Corrected. H8 - usage of device: corrected. Manufacturer's investigation conclusion: the reported event of low voltage and no external power alarms was confirmed via the submitted log file. The submitted controller event log file contained data spanning 7 days (17mar2024 ¿ 23mar2024 per the timestamp). The log file captured a low voltage advisory alarm from 9:51:05 to 9:51:14 on (B)(6) 2024 and no external power and low voltage hazard alarms from 19:59:45 to 19:59:48 due to temporary losses of ac power while connected to the mpu. The alarms were resolved when power from the mpu was restored or after changing power sources. The system controller backup battery supplied power to the system during the losses of external power and pump function was not affected. Multiple requests were made to obtain additional event information (including the serial number of the mpu, if the cause of the loss of power was determined, and if the patient has a locking ac power cord for the mpu); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault, no external power, low voltage advisory, and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline power fault on the evening of (B)(6) 2024. The patient arrived at the emergency department. After arrival, the patient's heartmate 3 system controller and modular cable were exchanged without issue. The patient stayed overnight for observation. No apparent damage to the controller or driveline was noted. Once detached, the driveline connections were examined; some dust/dirt was noted around the modular cable connection however no other issues were noted. A review of the log file confirmed driveline power a faults on (B)(6) 2024. There was no interruption in pump support during these events. Review of the submitted log files revealed a low voltage advisory alarm from 9:51:05 to 9:51:14 on (B)(6) 2024 and no external power and low voltage hazard alarms from 19:59:45 to 19:59:48 on (B)(6) 2024 due to temporary losses of ac power while connected to the mpu. Related manufacturer reference number: 2916596-2024-01890 (system controller). Related manufacturer reference number: 2916596-2024-01891 (modular cable).

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.